Event description:
It was reported to covidien on 1/6/2010, that a customer had an issue with a nasogastric tube. The customer reported that the pt was having an abdominal aortic aneurism surgery and when the doctors attempted to place a ng tube, her nasopharynx perforated. An endoscopy revealed some bruising and minor gauges of the septum on both sides, with a significant area of bleeding on the posterior wall of the nasopharynx on the right side. Packing was performed via inflation of a foley catheter balloon under visualization of an endoscope post procedure, the pt went into congestive heart failure. Two days post procedure, the family placed the pt on comfort measures. The pt expired approx twenty-four hours after being placed on comfort measures (three days post procedure), but the exact date of death is unk.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.